Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after deleting some patient images. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile and found image processing (ip)-pc hard disk errors. The fse solved the issue by replacing the hard disk of the ip-pc. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message that the image disk space was too low. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.